Event description:
It was reported eleven weeks post routine upgrade of implantable pulse generator (ipg), the patient developed a pocket infection. It was also reported that the patient experienced pocket erosion. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.